Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps frame required a reboot. The technician rebooted the cxps frame component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the hd sources on the monitor connected to their hexavue custom room rack was showing distorted displays. No report of injury.